Event description:
It was reported that the bd ultra fine¿ mini pen needle failed to deliver insulin during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "stated, he primes, 1, 2 or 3 units and will only get a drop on the needle tip stated, even if he has a successful prime, the injection will not work"

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ mini pen needle failed to deliver insulin during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "stated, he primes, 1, 2 or 3 units and will only get a drop on the needle tip stated, even if he has a successful prime, the injection will not work."